Manufacturer narrative:
Product analysis: it was determined at analysis that the programmers touch screen had a malfunction. It was noted that the stylus assembly was damaged. The stylus was replaced and the software was upgraded. The programmer then passed the final functional test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during maufacturer's analysis. There was no patient involvement.